Manufacturer narrative:
The customer believed the issue was specific to the sample in question. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t gen 5 on a cobas pure e 402 analytical unit. The same patient sample also had discrepant results when tested with the na electrode and cl electrode on a cobas c 303 analytical unit. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the na electrode and refer to the medwatch with a1. Patient identifier (B)(6) for information related to the cl electrode. The sample initially resulted in a troponin t value of 9.3 pg/ml. The physician questioned the result so the sample was repeated. The repeat troponin t result was 14.1 pg/ml. Neither the initial or repeat values were deemed correct, so the patient was re-drawn and re-tested.

Manufacturer narrative:
The serial number of the e 402 analyzer is (B)(6). The investigation is ongoing.